Manufacturer narrative:
Block b3: approximated to march 1, 2025, based on the date the manufacturer became aware of the event. Block h2: additional information: block e1 (initial reporter facility name, initial reporter address 1 & 2, and initial reporter zip/post code) has been updated based on the additional information received on april 2, 2025. Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to march 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.